Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via telephone call that the blood glucose ran high and that the insulin pump had alarmed for insulin flow being blocked. The blood glucose reading was 545 mg/dl. Insulin exited with a fill cannula during troubleshooting, and the infusion set was removed and the cannula not bent. The alarm was caused by pressure at the site or kinked tubing. The insulin pump was not returned for analysis.